Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the device did not fire. After the surgeon pressed the green button, the handle was squeezed but the load did not work. The staple was changed to complete the case. There was no patient injury.